Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there were ventricular extrasystoles, which had not been noted previously. There was left ventricular (lv) lead undersensing with maximum sensitivity settings. Due to undersensing of these occurrences, the spike on t pattern appeared. This is suspected to have caused the patient to lapse into a state of cardiopulmonary arrest due to ventricular fibrillation. It was further reported that the patient had severe brain damage which appeared to be almost irreversible. Therefore, no intervention was performed and the patient died. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.